Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report hearing tones emitted from the device.guidant received subsequent information that the device displayed an elective replacement indicator (eri). The patient is concerned that the battery depleted earlier than expected.